Manufacturer narrative:
The customer reported a free psa (prostate-specific antigen) falsely elevated result for one patient obtained on an advia centaur xp with serial number (B)(6). The initial result was reported to the physician(s). The customer performed repeat testing on alternate advia centaur xp analyzer, and obtained lower results which were considered correct. The customer issued a corrected report. Siemens assisted the customer, reviewed quality controls, and dispatched a customer service engineer (cse). The cse performed troubleshooting, noted volume check errors, replaced the transfer pump, and observed errors with probe reagent 1, ancillary probe, and reagent probe 2. Siemens is evaluating the event.

Event description:
The customer reported a free psa (prostate-specific antigen) falsely elevated result for one patient obtained on an advia centaur xp with serial number (B)(6). The initial result was reported to the physician(s). The customer performed repeat testing on alternate advia centaur xp analyzer, and obtained lower results which were considered correct. The customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR. On 29-may-2024. Additional information (25-jun-2024): siemens reviewed the information provided and noted no issue with the customer's sample handling, which was in accordance with the free psa (prostate-specific antigen) IFU (information for use). The customer has performed an assay calibration and noted that qc (quality control) recovered within the specified ranges for all assays post-service repairs performed by the siemens cse (customer service engineer). The cause of the falsely elevated free psa (prostate-specific antigen) results is unknown. The advia centaur xp analyzer is operational, and there was no recurrence of the issue. Siemens updated section h6 (investigation conclusions) to reflect the additional information.